Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable low elecsys tsh assay result from the cobas e411 rack analyzer. The initial result was 0.021 uiu/ml and the repeat results were 3.29 uiu/ml and 3.28 uiu/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 39467401 with an expiration date of 31-oct-2019.